Manufacturer narrative:
Account reported the following: extraction 12 weeks prior, no bone graft, antibiotics given for 7 days post-op, significant torri and clenching, mobile since last cleaning 4 months ago, no resolution with debridement and antibiotics, no radiographis prior to october.

Event description:
According to dentist, the patient came in for cleaning at implant #30; had class 3 mobility but no occlusal contacts. Reported implant is failing requiring removal and replacement.